Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The blood glucose at the time of the incident was 277 mg/dl. The customer stated he removed the reservoir and tapped an air bubble to the back and reinserted the reservoir pointing down. He stated he did not rewind the insulin pump to reinsert the reservoir. Troubleshooting was performed and insulin did not exit. He was assisted with changing the infusion set first. The product will not be returned for analysis.